Event description:
During ptca stent dislodged into circumflex artery. The stent would not make the 90 degree turn into the left circumflex. Attempt made to reposition the stent into the lcx. The stent then became stuck at the bifurcation and stripped off the balloon jailing the ostium of the lad. Pt underwent CABG x 1 on (B)(6) 2014. Stent was 5.0 x 18mm.